Manufacturer narrative:
Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer¿s blood glucose (bg) was 42 mg/dl and glucose was consumed to address bg. Contact reported low bg was due to entering too many carbohydrates into the pump for a food bolus. Tandem clinical diabetes specialist reviewed the event with the contact.